Event description:
The fenestrated bipolar forceps instrument was returned without an initial complaint. No reason for the returned was provided.

Manufacturer narrative:
No reason for return was provided. Engineering observed that the instrument was returned with main tube damage. The distal end of main tube exhibited various scratch marks with light material removal. Scratches were 0.110 - 0.220 in length and they were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.